Event description:
It was reported that there was oversensing and the lead integrity alert triggered for low impedances on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was fractured. There was blood in/on the helix/lobe mechanism.